Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that slight extra force was applied against the reported resistance during removal and the shaft separated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the combination of the reported difficulty removing the device and the violation of the IFU contributed to the reported separation. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty removing the device from the guiding catheter is related to a potential product quality issue. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Furthermore, the reported separation appears to be related to user error/operational context as difficulty was reported during the attempts to remove the device, it is likely that since the account reported using slight force, the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added h6 - medical device problem code 2017: excessive force corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion the right coronary artery (rca). The 4.0x30mm trek rx balloon dilatation catheter (bdc) was inflated without issues and deflated for removal. However, the distal portion broke off when it had resistance with the guide catheter and slight force was applied but separated portion was noted to be in the guide wire so the guide wire was simply removed. The procedure was completed at this time. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.